Event description:
This lead was explanted and replaced one day after implant because it kept moving. The hospital retained the device. Should additional information be received, this file will be updated.